Event description:
The complainant reported overheating. The pump was in storage and plugged in. Smoke was coming from inside the pump. There was no indication of a damaged power cord/plug.

Manufacturer narrative:
(B)(4). Abbott nutrition standard procedure includes attempting to obtain all required information from the source.